Event description:
Target was notified that during the procedure the physician could not reach the aneurysm with the gdc coil placing it through a catheter. There was no consequence to the pt's health. Upon inspection of the returned device on 7/8/98 it was discovered that the gdc coil had separated from the pusher wire making this a MDR.